Manufacturer narrative:
On (B)(6) 2014 dr (B)(6) reported pt follow-up. He stated the pt later went to the ER and the physician diagnosed her with cellulitis. She was treated and released. Dr. (B)(6) stated she is now doing better with the swelling much decreased. He is continuing to monitor her closely. The device history record for radiesse lot # 100070459 was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.

Event description:
On (B)(6) 2014 merz customer service was contacted by female pt, (B)(6) regarding her recent radiesse dermal filler injections in the cheeks on (B)(6) 2014. She reported developing major swelling on the right cheek two days post-injection. She returned to the physician's office and he prescribed antibiotics for her. She provided her physician's name and requested that he be contacted. Dr. (B)(6) was contacted and reported the pt has been injected with two 1.5 cc syringes of radiesse on the cheekbones and nasolabial folds on (B)(6) 2014. On (B)(6) 2014 she returned presenting with a significant swelling, pain and inflammation in the cheek extending to the lower eyelid. The malar region was also inflamed. He prescribed antibiotics; clindamycin and bactrim as he felt she may possibly have developed cellulitis. A consult with (B)(4) medical affairs, (B)(6), rn, bsn was provided. They discussed possible vascular occlusion however dr. (B)(6) denied seeing any blanching during injection and did not feel this was the case. Treatment modalities for both occlusion and infection were discussed.